Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD), which is included in an advisory population, retained legal counsel and planned to initiate a legal claim. There were no allegations of device malfunction. The device is included in the low voltage capacitor product advisory initially communicated 6/23/2006 and the shortened replacement window product advisory initially communicated 4/5/2007. The device was explanted 47.6 months later for normal battery depletion.

Manufacturer narrative:
Upon return to boston scientific's post market quality assurance laboratory, a review of device memory revealed the device declared its elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal and the device did not exhibit the characteristics of either advisory population. Although the battery itself had not depleted prematurely, additional lab analysis and testing showed eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of device internal battery impedance. The eol (end of life) indicator was not declared while the device was in service. Testing confirmed all device therapies were available.